Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with superior stage 1-2+ diffuse lamellar keratitis (dlk) on the left eye (os) at 1 day post-operative exam. The patient¿s comments were of eyes feel fine and vision is good. Topical steroid dosage was increased to resolve symptoms. The surgery center reported the symptoms have been resolved. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.75 x -1.00 x 80, left eye pre-op 20/20 -1.75 x -.50 x 100. This report is for the excimer laser. A separate report will be submitted for the femto laser.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.